Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2020, however exact date of event is unknown. This report is for an unk - bone staple: speedtitan/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Investigation summary complaint is confirmed as we are able to confirm complaint description, it's visible that the feet of both speedtitan implants are broken off, based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the implant back. Part and lot number of the involved part was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had broken implants. Talonavicular surgery done in (B)(6) 2020 and two bme cci speed titan implants was implanted. First implant found to be broken six (6) weeks after surgery, second implant found to be broken five (5) months after surgery. Despite broken implants, surgeon was suggested that the patient is painless and no need revision or removal surgery. The patient is not experiencing adverse situation and no additional medical intervention required. There were no patient consequences are reported. This complaint involves two (2) devices. This report is for (1) unk - bone staple: speedtitan. This report is 2 of 2 (B)(4).